Event description:
It was reported that customer experienced continuous glucose monitor error identified as error 42 while using g7 sensor with pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received full pump reset instructions, completed guided reset, and error did not appear again after reset; no additional actions were reported.